Event description:
During a resuscitation, the suction machine stopped working. Patient expired from primary event, unrelated to suctioning.

Event description:
Add'l info rec'd from MFR 9/2/04: the device has not been returned to precision medical, inc. Easy go vac is a portable 12 volt suction device.intended use is to supply intermittent vacuum source (maximum 15 minute intervals) adequate within the stated operating vacuum range, to aspirate fluids in medical suctioning procedures to be used by or after instruction from a trained healthcare professional. The incident involved the easy go vac. The procedure at the hospital is to turn the device on with the canister blocked. This causes a vacuum to build up in the canister. The operator than attaches a cannula to the canister when needed. This procedure is not what is recommended in the users manual for the easy go vac. The procedure states as follows: (starting on page 6 of the users manual step 7) 7.push on/off switch. If yellow low battery light stays on continuously, battery need charging. 8. Block the patient connection on the suction cannister and adjust the vacuum control knob to the desired vacuum.9. Connect one end of the patient suction tubing to the patient tubing connection. 10. Connect other end of the patient suction tubing to the suction catheter, and begin procedure. 11 when the procedure is completed, press the on/off switch to the off position. The device was not intended to be used in a closed loop system where the device is required to over come vacuum built up in a cannister. The device functions as intended in an open-ended system. In conclusion: with some speculation, only because I do not have the device to test. I feel that the operators not following the written procedure for the operation of the device caused the incident.if the unit is left on with the canister blocked, and a vacuum over 21 in hg is built up, and than the unit is turned off, the unit will not restart until the vacuum is released. Testing a similar device, showed the same results, but please note that as soon as system was opened or the vacuum released the device started.